Manufacturer narrative:
The treatment tip and datacard logs were returned for evaluation. Evaluation of the treatment tip found no issues related to this event. Failed leak testing and a slight concave surface on the tip membrane, does not cause any risk to patient since the radio frequency energy is still able to distribute evenly across the tip membrane. A review of the manufacturing records showed all requirements were met. Based on the evaluation of the data, the handpiece and system performed as expected. According to thermage cpt user manual, burns and blisters are known potential reactions to treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation.

Manufacturer narrative:
The tip has been requested but not yet received. A review of the device history records is in progress. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A distributor reported that a patient experienced redness, swelling and blisters over the right cheek and right side of neck after 167 reps. While underdoing a thermage treatment. The patient was placed under anesthesia during the treatment. Available photos were received and multiple small blisters are visible on one side of the neck and lower part of the face. The patient was treated with heparonoid. The current status is noted as blisters not recovering. The outcome is noted as possibility of a scar. The highest energy level was 3.0 the reported stated they used one third of a bottle of cryogen fluid. The tip was not inspected before, during or after procedure. System errors were not reported.

Manufacturer narrative:
The tip was received and evaluated. Tip failed leak test and visual inspection due to a concave surface on the tip membrane. Tip passed flow and thermistor test. No functional test could be performed due to the tip being expired. A review of the device history records is in progress. Based on all available information, no causal factors can be determined and no conclusion can be drawn.